Manufacturer narrative:
No further information was provided by the customer. Based on the data provided, the cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for approximately 24-25 patient samples on a cobas 8000 cobas ise module. The customer provided examples of 4 patient result comparisons. Sample 1: the initial result was 171 mmol/l and the repeated result was 141 mmol/l. Sample 2: the initial result was 158 mmol/l and the repeated result was 140 mmol/l. Sample 3: the initial result was 151 mmol/l and the repeated result was 134 mmol/l. Sample 4: the initial result was 171 mmol/l and the repeated result was 141 mmol/l. The initial results were reported outside of the laboratory. The repeated results were believed to be correct. The repeated results were tested on a cobas 6000 (c501) module. The serial number was not provided. The electrode lot number and expiration date were requested, but not provided.